Event description:
Reason for requiring intervention was reported as severe aortic stenosis, severe calcification, and mild regurgitation. Intervention has not yet been completed.

Manufacturer narrative:
Additional manufacturer narrative: this report is submitted due to new information indicating the reason for potential intervention. No further action is required at this time, edwards will continue to review and monitor all events.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
Edwards received information that a patient is being considered to receive an implant of a transcatheter aortic heart valve (tavr) inside of a previously implanted aortic bioprosthetic valve (subject device), after an implant duration of approximately fourteen (14) years. The indication for intervention has not been provided. Intervention has not yet been performed.